Event description:
Infant was admitted and placed in croup tent and neonatal monitor, using red dot electodes. At the time of discontinuing the monitor and removing the electordes, the infant's skin was clear. Greater than 12 hours later a blistering rash was observed on the torso (circular patches), the chin, the right shoulder and arm. The electrodes had been discarded at the time the monitor as discontinued as there was not rash at that time. There has been some weeping on the shoulder and arm and some peeling of the skin as well. Device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-jun-91. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.